Event description:
Customer reported that the insulin pump's battery cap was corroded and was causing the pump to malfunction. Customer stated that she was unaware of how the damage occurred. Blood glucose level was 331 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, broken battery cap and cracked reservoir tube noted during visual inspection. Blank display due to corroded battery tube. (B)(4).